Event description:
It was reported that during an implant attempt, the lead would not capture. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that the distal conductor was distorted, the proximal conductor was distorted, there was blood/body fluid on the proximal conductor (not obstructed), the inner insulation was breached cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, the lead appeared to have been damaged at implant and the lead was stretched.